Event description:
A report of overinfusion associated with the use of a flo-gard volumetric infusion pump was rec'd. Reportedly, the pump was set to deliver a 1000ml solution at 125ml/hr, and approx 2.5 hrs after the infusion was started the bag was found to have 50ml left. According to the rptr, there was no pt injury associated with this incident.